Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. 6. Medical device problem code.

Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing closing trigger broken and the firing mechanism damaged. Also the device was received with a tr45g reload loaded in the device. The reload was received fully fired with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. It is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 275a15, and no non-conformances were identified.

Event description:
It was reported that during a cholecystitis after complete control of the cystic pedicle, it is clipped with the device but stapling was not possible despite several attempts. Patient stable during the procedure and not requiring transfusion. At d1, appearance of an external biliary fistula with a flow rate between 400-500cc/d. Generally speaking, the evolution is favorable and a biological improvement (crp 100 vs 200). The patient left the intensive care unit on (B)(6) and transferred to the surgical department for monitoring.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. D4 batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.